Event description:
Surgidev intraocular lens (iol) model # 5bnuv20-24 implanted (os) left eye on 6/5/97 at an area hosp. Iol had defective haptic and was explanted 8/12/97 and iol model# 65buv20-24 was implanted.